Manufacturer narrative:
(B)(4). UDI - (B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to ceramic head fracture.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Product compatibility has been checked and confirmed that all above implanted items components were compatible. Products and radiographs were received by biomet UK ltd for further assessment and non-destructive testing. The outcome is as follows: a biolox delta ceramic head and a biolox delta ceramic liner were revised after approximately 2 years and 8 months due to fracture of the ceramic head. The ceramic head was received in numerous fragments; therefore the site from which the first crack propagated could not be identified. Uneven metal transfer marks and residual biological material were observed on the female taper surface, which could indicate sub-optimal assembly of the head onto the stem and a non-uniform transfer of loads between components. This may have been caused by insufficient cleaning of the taper surfaces prior to impaction, although this cannot be confirmed. The angle of inclination of the acetabular component appeared lower than the recommended angle in the radiographic assessment. This may have led to impingement or unusual stress conditions. The exact root cause of the ceramic head fracture could not be determined based on currently available data. Current data indicates that the ceramic head is free of any defects. It has been manufactured in accordance with pre-defined specifications and there are no other product complaints for the reference/lot number combination reported. Examination of the retrieved components and supporting radiographic data indicate that sub-optimal component assembly, positioning or suboptimal cleaning of the taper or a combination thereof may have caused the reported fracture.